Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was found already released from the device¿ was confirmed as a partially deployed plunger. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to inadvertent mishandling and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of a prostyle device, the suture was found already released from the device. The device was not used in a patient. A new prostyle device was used to complete the procedure. Analysis of the returned prostyle device found blood around the foot and in the guidewire port indicating that the device was likely inserted into the anatomy. No additional information provided.